Event description:
During a remote follow-up, myopotential oversensing which resulted in pacing inhibition was detected on the right ventricular (rv) channel of the device on a pacemaker dependent patient. Technical support was contacted and recommended reprogramming to resolve the event, however no intervention has been performed. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that the device was reprogrammed to resolve the event and provocative testing was performed where the noise was no longer reproducible.